Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited multiple high out of range pacing impedance measurements of greater than 2000 ohms. Oversensing of noise was also observed on the ra channel. No changes were made and the ra lead remains in service. No adverse patient effects were reported.